Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was returned to omsc for evaluation. In the evaluation of omsc the following was confirmed, as a result of connecting with otv-s300 owned by omsc, the phenomenon was not duplicated. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. From the above, there is a possibility that this phenomenon was attributed due to some malfunction in the otv-s300 owned by the facility.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that during the unspecified procedure, the horizontal noise was appeared on the endoscopic image and the error e216 which indicated that there was the communication problem between the subject device and video system center otv-s300 was displayed. The facility completed the procedure without the exchange of the subject device. There was no report of patient injury associated with this event.